Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
While operating, the articulating arm stopped tightening. There was no harm to the patient and the procedure was completed with another device.

Manufacturer narrative:
The returned device was evaluated. The outer joints would not lock into position when the knob was tightened; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 3012447612-2017-00164.

Event description:
While operating, the articulating arm stopped tightening. There was no harm to the patient and the procedure was completed with another device. This is report one of two for this event.